Manufacturer narrative:
The reported event was not confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: discoloration is present along the base and withing the grooves of the trial body, and superficial scratches are observed in area that interact with other components, consistent with normal wear. Testing of the locking rod and spring using a pin showed smooth movement in the intended direction, with the spring returning the rod to the starting position without any binding or interference. A dimensional inspection was deemed unnecessary, as the spacer is functionating properly and the reported issue could not be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the internal parts are loose and sometimes bind the pin when pushed all the way.